Event description:
Related manufacturer report number: 2017865-2022-15240. It was reported during in clinic follow up that the right ventricular lead exhibited high defibrillation impedance. Diagnostic imaging revealed that the right ventricular lead had an insulation breach. The atrial lead exhibited oversensing due to noise . This oversensing resulted in inappropriate mode switch. Both leads were capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.